Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the lot number remains unknown. The specimen was returned to w. L. Gore & associates for investigation. Submitted unfixed were two gore® acuseal vascular graft fragments which were sutured together and had been transected at both poles and longitudinally prior to arrival at w. L. Gore and associates. The lumen of the specimen was widely patent. A sutured transection of the graft was present parallel to the graft anastomosis. The specimen was brown/red with multifocal pale yellow to brown firmly adherent tissue present on the abluminal surface. Linear to semi lunar full thickness perforations were visible through the graft and tissue. One full thickness back wall puncture was visible though the graft. The lumen was widely patent and mostly devoid of tissue except multifocal pinpoint yellow foci. Within the lumen was a cut through the luminal eptfe and silicone layers of the graft. Histopathological examination of the tissue could not be performed due to the lack of proper fixation prior to arrival at w. L. Gore & associates. The specimen was subjected to an enzymatic digestion process to remove biologic debris. Following digestion the specimen was examined for material disruptions with the aid of a stereomicroscope. Disruption identified were consistent with manual manipulation via cannulation and surgical instrumentation (e.g., scalpel, scissors, and suture) which was likely used during dialysis and/or surgical procedures. Within the lumen was an approximately 29mm cut through the luminal eptfe and silicone layers with focal delamination of the silicone and eptfe layers extending from the cut. It was reported that the focal graft delamination was suspected to have been caused by an ¿incorrect¿ puncture. The characteristics of the luminal cut were also consistent with sharp instrument.

Event description:
On an unknown date a gore® acuseal vascular graft was implanted in the patient¿s arm to get access for dialysis treatment. It was reported to gore that the medical device could have been punctured incorrectly which have led to a partial delamination of the graft. Consequently, the affected portion of the graft, near the distal anastomosis, was explanted. It was stated that the remaining graft remains implanted and that the patient was doing well following the procedure.